Manufacturer narrative:
(B)(4). D10: stem implant, #item 00598801013, #lot 62370149. Offset stem, #item 00598802011, #lot 2409837. Unk femoral component, #item unknown, #lot unknown. Unk fixation screw, #item unknown, #lot unknown. Unk tibial spacer, #item unknown, #lot unknown. Unk femoral spacers, #item unknown, #lot unknown. Unk insert, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign source country: italy. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a knee replacement revision approximately 19 years post implantation due to aseptic loosening. Attempts have been made and additional information on the reported event is unavailable at this time.